Event description:
An error 22240 (air in tubing) alarm on the homechoice (hc) in drain 2 during peritoneal dialysis (pd) therapy while connected to the hc device. The hp had disconnected in dwell 2 and right before the hc alarmed, the patient had reconnected. During troubleshooting, the technical service representative (trs) assisted the patient to clear the alarm, end therapy and complete therapy with manual supplies. Proper procedures were reviewed per the user manual with the patient. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the system error 2240 (air in line) alarm was due to use error as the patient improperly disconnected and reconnected to the patient line during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. If there is any further relevant information from that review, a supplemental medwatch will be filed.